Event description:
On 03/23/06, nellcor puritan bennett received a report where it was claimed that the device developed a kink while in use on a patient. The caller reported that the patient was admitted into the hospital for cancer treatment. The caller reported that a unspecified model bite block was placed on the patient following a successful intubation of the tube. The caller reported that the bite block had a groove that did not allow romm for the pilot balloon tubing which caused the pilot balloon to develop a kink. The caller reported hearing air coming from the cuff of the tube but the reported kink in the pilot balloon prevented inflation of the cuff. The caller claimed that following intubation the patient had a cardiac arrest and expired. The customer stated "he did not think the kinked pilot balloon was the main contributor to the patient's death."